Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The mildly tortuous and mildly calcified target lesion was located in the distal right coronary artery (rca). A 1.20mm x 8mm emerge catheter balloon was advanced to dilate the target lesion. The balloon was initially inflated at 12 atmospheres and ruptured. The procedure was completed with a different non bsc device with no patient complication reported. The patient's condition post procedure was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).